Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number is unknown; therefore a batch review cannot be conducted. Should additional information be received, a follow up report will be submitted. This is report 2 of 4 associated with this event.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, gd874859, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter global pharmacovigilance (gpv) reported on (B)(6), 2010, a patient receiving peritoneal dialysis (pd) therapy developed an exit site infection. On (B)(6), 2007, the patient began pd therapy using pd4 ambuflex, intraperitoneal (ip) for peritoneal dialysis. Exit site cultures performed in (B)(6) 2010 indicated a yeast organism. The patient was not hospitalized for the event. The patient was treated with diflucan (dose unknown) orally from (B)(6), 2010 until (B)(6), 2010. On (B)(6), 2010, the event of exit site infection was considered resolved. The patient remained on pd therapy. The nurse stated that the cause of the infection was unknown and was not related to a break in aseptic technique or the dianeal solution.